Event description:
Nurse reported customer being hospitalized due to high blood glucose levels and dka. Customer had symptoms of vomiting. Troubleshooting was performed and pump appeared to be functioning properly.